Manufacturer narrative:
Irn#: (B)(4). Complaint took place in italy. MFR report for the initial report is the corrected one, as the incident still took place in 2024. Please use this one this MFR report must be deleted again for ref. Manufacture number: (B)(4). The year 2025 was entered here by mistake. Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn#: (B)(4). Incident occurred in italy: during the removal of the catheter, the tip broke off and remained in the patient's epidural space, and it was not possible to extract it. E-mail 2024-12-30 movi: I enclose additional information "with regard to the accident that occurred, it should be noted that, as reported by the doctor, the patient underwent a CT scan where the broken tip of the catheter in the peridural space was revealed, neurosurgical consultation was performed, removal was not necessary, as the patient is currently totally asymptomatic, and she was not damaged. The device was replaced during the procedure. The device is available at the facility that used it."